Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to unavailable product information, site cannot perform related manufacture review as well as product evaluation; no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; unconfirmed bd was not able to duplicate or confirm the customer¿s indicated failure mode based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the patient bought a box of disposable injection pen needles in the store, and the bent needle was blocked in the process of use. The patient is a diabetic who needs to inject himself every day. The needle itself is disposable. In order to save money, the patient needs to use a needle several times, but after a long time, the needle will be bent and blocked, which may infect the skin.